Manufacturer narrative:
No pt info, as no pt involvement with this concern. The vertek arm was returned to medtronic for review finding that the movement of the handle is rough, but still functional, but they were able to lock and release the vertek arm consistently. The customer purchased a new arm which resolved the issue.

Event description:
A medtronic rep reported that the site was having difficulties with the vertek articulating arm. The handle operated roughly and the site were unsure of the reliability. No pt was present.